Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damage to the safety shield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for damage to the safety shield with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that a bd eclipse¿ blood collection needle with luer adapter was missing half of the shield which led to a needle stick injury. There was no report of medical interventions.